Event description:
It was reported that an asymptomatic patient was seen in clinic for follow-up. It was noted that the device shifted in the pocket, which caused the atrial lead to dislodge. The lead also exhibited loss of capture. The lead was explanted and replaced. The procedure was successfully concluded without any issues. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.